Manufacturer narrative:
Name- abbvie inc street-1 north waukegan road city- north chicago state- il zip code- 60064. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
The patient described feeling intoxicated, experiencing double vision, moving slowly, having trouble speaking clearly, and experiencing difficulty with physical movement and coordination. No further information available.